Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user drove the unit down a steep hill and into a ditch. The owner's manual warns, "do not attempt to climb or descend a slope greater than 5 degrees (one foot of climb for each eleven feet of travel)", and "always set the joystick/controller speed/response control to be consistent with the surrounding environment".

Event description:
End user's son reported that as the end user was driving the motorized wheelchair down a steep hill, he drove the motorized wheelchair off the road and into a ditch. Allegedly, as a result of the incident he sustained multiple fractures and required surgery.